Event description:
It was reported that the customer had passed out and the paramedics were called. Troubleshooting was performed. The insulin pump passed the tests. The customer noticed the time was off by 2 hrs on the pump and can't remember how it happened or when it was off. The customer also stated that he took his insulin a bit early and didn't eat that much sugar for most of the morning. The customer noticed one of his basal rates was off. No further details provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.